Event description:
Consumer reported that upon removal of a tampon, the pledget fell apart. She manually removed pledget pieces from her vaginal cavity and alleged to still have pieces inside of her. She had not sought medical and she did not report any adverse health effects. Multiple attempts have been made to follow-up regarding the consumer's outcome; however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.